Event description:
Pump was reported to go into fail code during clinical use. Pump was then reported to shutdown with no further alarms. No add'l details were able to be obtained. No medical intervention needed and no pt injury resulted.